Event description:
Reported that internal paddles handle and connector had to be replaced multiple times within the past year for broken male low voltage pins on the connector end, which mates to be therapy connector of the lifepak 12 defibrillator/monitor. There was no report of pt use associated with the alleged failure.